Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons and later it alarmed button error. The customer's blood glucose was 356 mg/dl. The customer stated that the insulin pump was in their pocket. They did not have a backup plan in order to treat the high blood glucose. The customer stated that they have not had any insulin. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.